Manufacturer narrative:
(B)(6). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 10th related complaint for not clipping on lot # 7177532. Investigation summary: customer returned photos of a bd safe clip from lot # 7177532. Customer states that there are problems with the cutter as it does not cut the needle. The photos were examined and the cutter and the cutting hole were not shown in the photos. According with the DHR review information, the problem ¿not clipping (cutter damaged)¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as it cannot be determined if there is a defect associated with the reported product as the alleged component is not shown in the photos. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the sharps disposal experienced safeclip not clipping/jammed during use. The following information was provided by the initial reporter: patient's caregiver says that since tuesday (B)(6) 2019 they have problems with the needle cutter, since it indicates that it is damaged, because it does not cut the needle.